Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the trial has fractured into two pieces. Both pieces were returned with the device. This device shows significant signs of wear/usage. This device was manufactured in 2013. A medical investigation was conducted and confirms this case reports the trial insert broke during trialing. A photo of the broken device confirms that the two pieces were removed from the patient. Per complaint details, the procedure was completed using a change in technique and reports no patient harm or delay. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during surgery, journey ii bcs articular insert trial size 5-6 9mm left broke when trialing. Procedure continued with a change in technique and without a delay. The patient outcome is unknown.